Event description:
It was reported that the 'd-m 2.0mm beaded cable' was reeved to femoral bone shaft and tightened by 'd/m one-sided cable tensioner'. The cable stuck when the tensioner was tightened a little. And, the tensioner could not be tightened or loosened. So, the surgeon used a spare tensioner and cable. There is about 15 min delay in the procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.